Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. The customer reported new battery did not resolve the issue. Insulin pump had low battery alarm before replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, power loss alarm, replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received cracked battery tube threads, fading serial number label and cracked case at battery tube side.